Event description:
A (B)(6) female patient, with previous open surgery for duodenal cancer, underwent aaa repair. The patient's anatomical form was suitable for endovascular repair. The left internal iliac artery was coil embolized for placing the stent graft to the external iliac artery due to the aneurysmal left common iliac artery. The procedure was performed as labeled but the physician failed to place the stent graft as planned in the right iliac artery and the distal of the stent graft covered the right internal iliac artery bifurcation. The final angiography revealed the proximal type I endoleak (1820334-2010-00290). Ballooning was performed but the leak persisted. The physician decided to take a wait-and-see approach for the internal iliac artery occlusion and the endoleak.

Manufacturer narrative:
(B)(4). No product or images were returned to assist with this investigation. This product line has addressed all design control requirements and shown the device has met the predetermined requirements and that those requirements meet the needs of the user. Each device is sent with an IFU which describes the indications for use, warnings, precautions, and the proper deployment sequence. Specific to this case, the IFU states: "inability to maintain patency of at least one internal iliac artery or occlusion of an indispensable inferior mesenteric artery may increase the risk of pelvic/bowel ischemia." The failure mode assigned to this case is deployment. This failure mode was assigned based on the provided event description. A definitive root cause can not be determined or reported at this time. We will continue to monitor for similar complaints.